Event description:
After initial successful irrigation and testing of sonopet unit/handpiece, the sonopet unit failed upon activation by surgeon. Unit taken off line and replaced with stryker unit and a 3.2 mm burr. Surgery completed successfully after that, without further incident.